Event description:
It was reported to philips that the unit was unable to boot up. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The device is pending evaluation. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name, reporting address & institution phone #:(B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) evaluated the unit and replaced the data acquisition (da) to address the reported issue. The device was placed back in clinical service after the repair was completed. The replaced da board has not been received for internal component analysis at this time. If the part is received, this complaint will be reopened for component root cause investigation.